Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer states that the insulin pump received pump error 47 a few times. Troubleshooting was performed. The customer's blood sugar is unknown. The insulin pump will return.

Manufacturer narrative:
The insulin pump was received with cracked/broken off end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify corrupted history file alarm due to cracked/broken off end cap. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.